Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported exchange from textured to smooth breast implants due to the patient¿s concern with the product and bilateral capsular contractures, baker grade IV. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, fold creases, and cloudiness/bubbles in the gel observed after autoclave cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Healthcare provider reported exchange from textured to smooth breast implants due to the patient¿s concern with the product and bilateral capsular contractures, baker grade IV. Device has been explanted. This record is for the right side.